Event description:
Procedure: lap gastric bypass. According to the reporter: the device fired and locked on tissue, the black knobs could not be pulled back. After 5 minutes of working the device, they were able to release off the tissue. Upon inspection of the staple line, it was noticed that there was a hole on both sides of the staple line in the area where it was difficult to fire. The pouch hole was corrected with a firing of another stapler without issue. When the stapler was finally opened, staple formation was poor and the stomach was open in places. This was corrected by firing 3 or 4 applications of the endoscopic stapler and resecting a portion of the remnant stomach. There was no blood loss to speak of, however, an estimated 45 minutes was added to the case. There was no adverse patient impact reported.